Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for a low blood glucose reading. The blood glucose reading was 200 mg/dl before the customer went to sleep. The roommate checked the customer¿s blood glucose reading when the insulin pump was alarming and it was 32 mg/dl. The blood glucose reading was treated with juice and tablets, but it continued to drop. The blood glucose reading was 26 mg/dl and was convulsing at the time of the incident. The blood glucose reading at the time of the call was 300 mg/dl. The customer was hospitalized at (B)(6) hospital on (B)(6) 2017. The doctor stated that the hypoglycemia was due too over delivery of insulin. The insulin pump gave the customer 100 units of insulin while they were sleeping. The customer was not wearing the insulin pump at the time of the hospitalization. The customer was involved in an accident while wearing the insulin on (B)(6) 2017, but they did not experience a low blood glucose reading. The customer was unable to upload to carelink. The customer decided to not replace the insulin pump and will call back if they change their mind. The insulin pump will not be returned for failure analysis.

Manufacturer narrative:
Device received with all operating currents within specific and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Insulin pump passed the delivery accuracy test at 0.08725 inches. Device was monitored for 4 days and no unexpected delivery of bolus was noted. A 25.0 device manual bolus was programmed and device was suspend after delivery of 2. 0 device bolus and monitored. The suspend feature working properly. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.